Event description:
Intended use: the vitek® 2 gram-negative susceptibility card is intended for use with the vitek® 2 systems in clinical laboratories as an in vitro test to determine the susceptibility of clinically significant aerobic gram-negative bacilli to antimicrobial agents when used as instructed. Issue description: a customer in morocco notified biomérieux of a false susceptible cefotaxime result with a patient klebsiella isolate leading to patient harmed/incorrectly treated in association with vitek® 2 ast-n441 test kit 20 cards (ref. 424539, batch number 0743419204, expiration date 07-apr-2027). A distributor has reported a therapeutic failure in association with a strain of klebsiella spp. Isolated from a urine sample from a baby. The profile obtained on vitek 2 shows the following results: resistant to: cephalothin, cefoxitin, and cefixime. Susceptible to: cefotaxime, ceftriaxone, ceftazidime, cefepime, aztreonam, ceftazidime/avibactam, and carbapenems. Vitek 2 advanced expert system¿ (aes) concludes a ¿wild-type (cephalosporinase)¿ profile. Treatment with cefotaxime was initiated for the patient; however, a therapeutic failure was observed despite the ¿susceptible¿ interpretation reported by the system. According to biomérieux global customer service, false susceptible ast results can be caused by: a. An inoculum that is too light. B. The use of an older isolate to inoculate the card. The organism does not grow at the proper rate for analysis. C. The use of non-recommended media. D. The use of alcohol or bleach to clean the saline dispenser. E. The isolate may be biochemically inactive due to antibiotic therapy. The organism needs to be subcultured again to reduce the effects of the antibiotic. Despite several attempts to get additional details on the clinical case itself (e.g., culture date(s), what antibiotics were administered and when, how was therapeutic failure assessed) that would allow a better assessment, it is understood that the report directly linked the susceptible result from vitek 2 to the treatment failure, so the case was assessed as a serious injury due to the report of patient harmed/incorrectly treated. An investigation has been initiated.